Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the evaluation it was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value; due to wear of the angle wire. Upon further inspection, it was observed, that foreign objects were clogging the nozzle. Due to this clog; the water removability, air, water contact and water supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed, that the adhesive of the bending section cover had a chip and a crack; due to chemical or physical stress. It was also observed, that the connecting tube and the control unit had discoloration; due to a handling issue. It was observed that the forceps channel port was shaved; due to physical stress caused by handling. It was also observed, that the suction cylinder was shaved/ scraped with a cleaning brush caused by a handling issue. It was observed, that the paint on the suction, air and water cylinders were peeled; due to deterioration caused by handling. Lastly, scratches were observed on the following unit components; due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, scope connector cover unit, scope connector, light guide cover glass, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, universal cord, image guide protector, grip, switch box, switch one, lock engagement lever, lock engagement knob, up and down knob, right and left knob and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. It was unknown, if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, it was unknown, if the customer supplies air and water through the nozzle. It was unknown, if the customer submerged the endoscope in cleaning fluid. It was unknown, if the customer flushes the air and water nozzle with detergent solution. It was unknown, if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope has poor air/water supply. And angle in the down direction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.